Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned by turning on the breaker. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system was not able to power on. During troubleshooting, the rse found that the breaker was in off position. The breaker was turned on. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue was due to the breaker off position and resolved by turning it on back and there was no problem with the system. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system suddenly switched off and could be turned on. The device was in clinical use at the time of the event. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and found that the breaker was in the off position, turned the breaker back on. The device was returned to expected functionality.